Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Patient had ipg explated and replaced to address the issue.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.